Event description:
It was reported that the patient experienced short term memory loss. It was reported that the patient had the watchman closure device successfully implanted. At an unknown time, post procedure, the patient is now experiencing short term memory loss.

Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.